Event description:
Caller reported occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved the occlusion by changing the cartridge and resuming insulin. Reportedly, the customer is not using humalog or novolog brand insulins, which is considered off label insulin use.